Event description:
It was reported that the patient was experiencing pinching pain under the skin. A new sflx 4-4 coil was shipped to the patient. The patient later stated that they have medal rods implanted to hold the bones together and was experiencing pain along the medal rod. The patient stated the pain was like a pinching feeling as if the skin got caught between some tweezers. The pain level was a 2 out of 10. The patient did not contact their doctor as the pain was not that bad the patient stated he has had no issues since receiving the new coil. It was later reported that the patient was having pain issues, stomach cramps in the leg, and nausea. The pain was on the left leg and was below the sin. The patient had a knee implant and stated that the prior surgery site was hurting while he was treating. The pain level was a 10 out of 10. The patient spoke to their primary care physician who advised him to contact customer service. The patient stated the pain was horrendous. It was later reported that the patient spoke to his surgeon, and they could not determine the cause of the pain. The patient was switched to an ortho pak device.

Manufacturer narrative:
Additional information - b4: date of this report, g3, h4: device manufacture date, h6: method, results, h10: additional narrative. This follow-up report is being submitted to relay additional information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trends.

Event description:
It was reported that the patient was experiencing pinching pain under the skin. A new sflx 4-4 coil was shipped to the patient. The patient later stated that they have medal rods implanted to hold the bones together and was experiencing pain along the medal rod. The patient stated the pain was like a pinching feeling as if the skin got caught between some tweezers. The pain level was a 2 out of 10. The patient did not contact their doctor as the pain was not that bad the patient stated he has had no issues since receiving the new coil. It was later reported that the patient was having pain issues, stomach cramps in the leg, and nausea. The pain was on the left leg and was below the sin. The patient had a knee implant and stated that the prior surgery site was hurting while he was treating. The pain level was a 10 out of 10. The patient spoke to their primary care physician who advised him to contact customer service. The patient stated the pain was horrendous. It was later reported that the patient spoke to his surgeon, and they could not determine the cause of the pain. The patient was switched to an ortho pak device.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.